Manufacturer narrative:
Investigation - evaluation. A review of complaint history, documentation, manufacturing instructions, drawings, instructions for use (IFU), specifications, quality control data, and visual inspection of the actual device was conducted during the investigation the current manufacturing documents were reviewed, and it was found that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. The risk specification for this product includes the failure mode of the extension tubing separating or leaking and identifies that multiple risk controls are in place to mitigate the risk of this type of failure. The device history record was not reviewed because no lot number information was provided. The product was returned. Measurements of the component in question were performed and it was found that the device was manufactured to specification. It was observed on two returned devices that the extension tubing was cracked and partially separated. It is possible, based on the provided information, that the extension tube of the catheter encountered force in excess of the intended design. Based on available information, a definitive root cause can not be determined at this time, however appropriate measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the hubs of four (4) peripherally inserted central catheters (PICC) separated. The conditions and circumstances surrounding the events are not known. New PICC line were obtained. There are no reports of any adverse patient consequences. Two of the four devices involved are anticipated to be returned for evaluation. The lot numbers are unknown for all four of the devices.